Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. The optic is cut into two pieces, typical of insertion and removal. One large piece of cut optic is missing and was not returned for evaluation. The root cause for the capsular tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the iol product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A lens inventory specialist reported that during an intraocular lens (iol) implant procedure, the patient¿s capsule tore. There was patient contact with the iol. Additional information was provided indicating that in the surgeon¿s opinion the cause of the event was ¿unknown if tear was created by the product or not ¿ tear was not observed prior to lens placement¿. The procedure was completed with a different lens model and power.